Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms two months post implant. Monitoring will be continued at this time. No adverse patient effects were reported. This device remains in service.